Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked and a malfunction alarm (alarm 5) occurred. Customer reported that the usb port was missing. Pump was not functioning. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 360 mg/dl.